Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this right ventricular (rv) lead lead was difficult to implant as the physician had a hard time getting it past the tricuspid valve. Eventually, however, the lead was successfully implanted. Later, on the day of implant, the field representative was doing an evaluation and loss of capture at maximum outputs and a decrease in r-wave measurements from 9 mv to 3.7 mv were noted. It was determined the lead had dislodged, so the patient was taken back to the lab and the lead was successfully repositioned (same day of initial implant). No additional adverse patient effects were reported.